Event description:
It was reported that the pt had an exposed electrode lead accompanied by local inflammation. Therefore, during clearance of the inflamed radical cavity, the implant had to be exchanged due to medical reasons. The implant was fully functional. The pt was reimplanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.